Event description:
The pt was reportedly experiencing pain, a decrease in performance, overly loud sensation, and facial nerve stimulation. Programming adjustments were made; however, this did not resolve the issue. Surgery to explant the pt's device has been scheduled.